Event description:
It was reported that upon interrogation, undersensing was observed via egms. Ventricular events blanking due to competitive pacing were noted via stored ams episode. Programming changes were recommended. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.